Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 400 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. As the event was in the past, tandem technical support was unable to troubleshoot the cause of the event and advised the customer to discuss the high bg with a healthcare provider.